Event description:
Using foley catheter and balloon ruptured inside pt bladder, requiring cystoscopy to retrieve. Dates of use: (B)(6) 2014. Diagnosis or reason for use: drain bladder. Event abated after use stopped or dose reduced: yes. On the catheter valve the folling info is written: 0119l16, hb3267 inflate w/ 10 ml.